Event description:
Using a libre 3 plus sensor for blood sugar monitoring and the readings on this particular sensor is off. I have been using these for the past 1 1/2 years. At one point they were reading too low, the company recalled and replaced ones I had. Now they are reading too high. This could create a significant health issue for someone on insulin or other diabetic treatments. Someone could be caused to take too much insulin or too little based on the reading or intake unneeded sugar to try to balance it. For example my reading on the libre today was 311 when the glucose monitor, I have read 173. I calibrated with stick before taking the manual reading.